Event description:
It was reported by the nurse that the pt was receiving a dialysis treatment for about 14 mins. Pt had been on and off the bedpan, the machine stopped. It was noted that the catheter was out about 4 inches. After an hour, the catheter had worked its way out of the exit site. There was no blood loss.